Event description:
It was reported that at a earlier clinical visit no sensing signal was found. The device was programmed at the next visit but there still was no signal. Now at the current visit the physician determined it to be a sensing malfunction with the pacing circuit. It was also reported that the right ventricle and atrial leads' thresholds have increased. The physician re-programmed the device; alter the mode into odo, turned off therapy and detection function. The device and leads remain in use and the patient has been arranged for more frequent clinical visits for observation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. This model number c174awk is not approved for distribution in the united states, however, it is in the same family of a device marketed in the u.s.